Event description:
Caller reported a series of occlusion alarms. The customer blood glucose level was displayed as "high," although the specific value was unknown. To address the high blood glucose levels, the customer administered a correction injection. The customer resumed insulin. No further recurring occlusion issues were reported, and no additional assistance was deemed necessary, leading to the case being closed.